Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for non-obstructive urinary retention and fecal incontinence. It was reported that the patient was having major diarrhea since the day before the report and has been to the bathroom too many times to count. The patient was referred to their healthcare professional (hcp). On (B)(6) 2018, the patient reported the diarrhea. Also, it was noted that a diabetic medication could have contributed to the diarrhea. Additional information was received on (B)(6) 2018, that the patient's sense of urgency was worse than before. The patient also reported being on antibiotics for an infection. Also, the patient's a1c was out of hand and had a doctor's visit on (B)(6) 2018. There were no further complications or anticipations reported with this event.